Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert with an infusion set and disconnected from the site; a system check passed, visible insulin drops were observed at the tubing tip, and the user later reconnected and resumed insulin delivery after recently changing supplies, though hyperglycemia up to 300 mg/dl occurred overnight. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, no backup therapy, and no suspension of insulin. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that insulin flow was verified and the occlusion alert resolved only after supply change. It was concluded that the device functioned as designed and the event was consistent with an occlusion that resolved following supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.